Event description:
The customer observed a falsely elevated alinity I free t4 result outside of linearity for one patient on alinity I serial number,(B)(6). The result was not reported out. The sample was repeated on another analyzer with lower results. The following data was provided: processed on 20june2024 sid (B)(6) initial result = >45 pmol/l repeat result on another analyzer = 13 which matched patient history of 11 pmol/l other result provided free t3 = 2.7 pmol/l customer's ft4 reference range = 9-19 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I free t4 result outside of linearity for one patient on alinity I serial number, (B)(6). The result was not reported out. The sample was repeated on another analyzer with lower results. The following data was provided: processed on (B)(6) 2024 sid (B)(6) initial result = >45 pmol/l repeat result on another analyzer = 13 which matched patient history of 11 pmol/l. Other result provided free t3 = 2.7 pmol/l. Customer's ft4 reference range = 9-19 pmol/l no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 57607ud00, however, in-house performance testing was completed which indicates the product is performing as expected. In house testing was performed using retained reagent samples of lot 57607ud00. Testing met acceptance criteria and the product is performing as expected. Device history review did not identify issues associated with the customer¿s observation. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 57607ud00 was identified.